Event description:
It was reported that the device generated an alarm and turned off during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Manufacturer narrative:
The device was checked by dräger in follow-up of the event. It turned out that the unit shut itself off each time due to complete loss of energy supply. The course of event was reconstructed as follows: the unit was initially operated without mains supply and ran on internal battery until the latter was depleted. The device posted an alarm indicating that the residual capacity was below 20%. The internal battery was obviously overaged already which resulted in a imprecise runtime forecast - the unit shut itself off quickly afterwards. The other two instances of power failure occurred due to the effects of lightning strikes which caused the hospital's power supply network to fail. The unit shut itself off immediately due to the depleted battery. The battery was replaced, and the workstation could be returned to use. Dräger finally concludes that the reported event was caused by circumstances that are not device-related and must be attributed to use error and/or infrastructure issues. The device clearly indicates if it is operated on mains supply or on internal battery. It has responded as designed with a power loss alarm each time, this alarm is announced by a buzzer which is buffered by an independent power source.

Event description:
It was reported that the device generated an alarm and turned off during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.